Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result eua# (B)(4). The following has been provided by the initial reporter: it was reported that the customer was questioning the results. Customer was positive last (B)(6) and she took our test today and it gave her two lines, she was negative. She doesn't trust it as she went online to a website that stated that our test if showed two lines it meant positive.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua#(B)(4) the following has been provided by the initial reporter: it was reported that the customer was questioning the results. Customer was positive last tuesday and she took our test today and it gave her two lines, she was negative. She doesn't trust it as she went online to a website that stated that our test if showed two lines it meant positive.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer experienced confusion in reference to the instructions associated with¿ the bd veritor at home covid-19 test (material # 256094), batch number 1326012. ¿customer tested positive and then tested negative with two lines. Customer went to an unspecified web site that stated if the bd test showed two lines, it was positive¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Technical support advised the customer that the bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.